Manufacturer narrative:
Blocks a2/a3b/a4: the patient's dob or age at time of event, sex, gender, and weight are unknown. This information was not available from the facility. Blocks b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Block g2: foreign- japan. Block h3: the angiosculpt catheter was returned intact to an 0.018" non-philips guidewire. Visual inspection found an accordioned (damaged) guidewire lumen at the luer/hub area. During functional testing, an attempt was made to remove the guidewire from the catheter but was unsuccessful. Block h6: based on the device analysis, a probable root cause may be due to the damaged guidewire lumen preventing the catheter from being removed separately from the guidewire; however, the cause could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt catheter was used to treat a peripheral lesion. After balloon inflation, the non-philips guidewire got stuck inside the patient; thus, the catheter and guidewire were removed as a system. The procedure was completed with a non-angiosculpt catheter. No patient injury reported. This product problem is being submitted due to removal as a system. There is potential for harm if it were to recur.